Event description:
It was reported that a customer experienced a tandem mobi cartridge alarm during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on continuing insulin delivery using multiple daily injections (mdi) until the new pump arrived. The customer was informed about the steps for the replacement pump, including the updated software requirements and the process for returning the faulty pump. There was ongoing communication regarding tracking the shipment of the replacement pump.